Event description:
After experiencing peritonitis and the removal of his appendix, my father developed a hernia brought about substantial internal scar tissue as a result of the procedure. He later received an ethicon hernia mesh implant on (B)(6) 2012. He died of a sepsis due to an enterovesical fistula created by the implanted abdominal mesh on (B)(6) 2013. As some complications surged, his abdomen, intestines and bladder fused together as metastatic cancer quickly developed without a possibility to operate due to concerns of an even faster spread of the disease. A penile catheter was implanted to relieve the body of liquids. He suffered enormous pain, swelling and ultimately died.